Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on bowel during an open lower anterior resection, they could not connect the two halves together right out of the packaging. The locking lever of the cartridge fork/handle could close and be released by the black release button, but then it would not lock onto the anvil fork half. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first instrument noted the welded pin of the hinge component on the anchored lever bracket was bent away from the anchored lever bracket. Visual inspection of the second instrument noted no visual abnormalities. Both sulus displayed a full complement of staples and the interlocks were set. Both knife blades displayed no damage. Functional testing was performed which included loading the single use loading unit (sulu) of the first instrument into a test instrument. The sulu and test instrument were applied to test media with acceptable results. The second instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur from rough handling of the product. When the instrument is closed without engaging the anchor bracket posts, a large gap is observed between the cartridge and anvil. Applying external pressure at the fork areas of the instrument to force it together to close causes the separation of the anchor bracket at the posts, similar to the condition of the instrument received. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.